Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for urgency frequency urge incontinence patient stated that they felt a jolt in the bottom of her buttocks and on the top right thigh so her daughter assisted her decrease stimulation and she felt better after it was decreased but they increased it again to 0.6 and patient was advised that if they felt that jolt once more and if the stimulation is uncomfortable they should lower the stimulation to a comfortable level. No further complications were noted or anticipated.